Event description:
A medtronic representative reported that, while in an ent surgery, the monitor intermittently showed no input. The surgeon completed the procedure without the use of navigation. There was no negative impact to the patient.

Manufacturer narrative:
Rmas issued. The suspect cable, power supply fusion monitor and computer were returned to the manufacturer for evaluation. Testing of the computer showed splash screen to boot text to log-in screen with no problem. Computer passed all subsequent testing with no problem found. The fusion monitor power supply was returned to the manufacturer for evaluation, and the measured output of the power supply was found to be in the normal range; no problems found. The dvi adapter cable was returned to the manufacturer for evaluation, and when connected to known good system the cable functioned normally, returning a good display on the monitor with no issues; no problems found. Replacement parts: cable and power supply fusion monitor shipped to the site on (B)(4) 2012 and computer shipped on (B)(4) 2012.